Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and advised that the pump could continue to be used. Caller was informed to contact technical support again if any malfunction codes reoccurred, and caller acknowledged this guidance.